Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 8.8 mmol/l. The alarm did not occur right after the device was exposed to moisture. Customer stated the button was not pressed for three minutes or longer. Customer was advised to revert to back up plan. Customer is running in a marathon and the device might have been exposed to sweat. No further information reported.

Manufacturer narrative:
No button error alarm during testing. However unit had no esc, act, down and up button response due to corroded keypad trace. No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. The device had minor scratched lcd window, cracked belt clip slot, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.